Event description:
The reporter stated that the surgeon was inserting a 23.5 diopter three piece collamer lens model cq2015 into pt's eye and the lens tore. The surgeon removed the lens without any pt incident and replaced with another model lens. The reporter stated that the msi-pm injector was what tore the lens. No pt injury.